Event description:
New information received notes that re-programming was performed. The patient status was unknown.

Event description:
It was reported that an event of under sensing was observed on its implantable cardiac monitor (icm) when the patient presented to the hospital. No intervention was reported. The patient was noted as being stable.